Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had an anorectal study where the balloon became detached and the balloon was left in the patient's body and had to be removed with an enema. They used the unwaxed dental floss to tie it on.